Event description:
It was reported the ez35 was used during an lavh. The device misfired. Rep then spoke with surgeon who reported some bowel hung up on a staple. This was noted after completing vaginal portion of procedure and the bowel was released at that time. Photos of the bowel on the staple are available. There was no consequence to the patient.